Event description:
User facility reported: "during procedure the stimulator did not appear to function appropriately in that all 3 settings seemed to barely cause a twitch. Post-op visit to surgeon revealed nerve injury."